Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the 4x4, island dressing, sterile 50/bx (B)(6) made her have bad skin irritation. No further information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).